Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) was oversensing the right atrium signals in the right ventricular (rv) lead and was causing pacing inhibition. Technical services indicated that it cannot be guaranteed that this issue won't reoccur again, and it is a clinical decision to adjust sensitivity, as there is risk of ventricular fibrillation undersensing if done. In addition, it was stated that an rv lead reposition could be another solution. Further information was received indicating this rv lead was repositioned as corrective action and that the patient did not seem to have suffered more than 2 seconds of asystole due to the pacing inhibition mentioned previously. This rv lead remains in service and no additional adverse patient effects were reported.